Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient lost access to sound with the device on (B)(6) 2014. A trauma has been denied by the parents. Re-implantation surgery is considered but a date has not been scheduled yet.